Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system when the pump became nonresponsive, with the user also noting a crack and disconnecting the pump to initiate backup therapy with a manual injection; the event coincided with unannounced snacks and a meal. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no medical intervention, no assistance required, and no ketone testing. Investigation included troubleshooting and education with follow-up outreach. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, with potential contribution from meal management and a device performance concern related to a reported cracked, unresponsive pump. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.